Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the pump emitted multiple call service 012 alarms which could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a review of the alarm history indicated one call service 012 alarm had occurred on 12/04/2013. A review of the black box indicated no activity outside of normal use. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. An ezprime was successfully performed, and the pump was exercised for 24 hours with no issues occurring. Boluses were also successfully performed during investigation without issue. No alarms occurred during testing. The complaint could not b duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).